Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 194 mg/dl and 101 mg/dl. Customer stated that she ate some food in between the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The information was not gathered from the customer due to the customer disconnecting the call.